Manufacturer narrative:
Device evaluation: the manufacturer's service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated vent inop occurrences due to data acquisition pcb adc reference failures. Resolution and disposition: the manufacturer's service technician recommended replacement of the data acquisition board. The customer has not provided a purchase order for repair. Patient/user involvement: due diligence has been performed to obtain patient information; however none has been provided.

Manufacturer narrative:
Resolution and disposition: the manufacturer's service technician replaced the data acquisition board to address the reported issue the device successfully passed performance specification testing.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 08/19/2016. Conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed vent inop due to a data acquisition pcb adc reference failure. There was no patient harm.